Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.3, lab: 4.5. Pt's therapeutic range: 2.5-3.5 inr. Pt took a dose of coumadin on the morning before her inratio test.

Manufacturer narrative:
Investigation pending.